Event description:
It was reported by the customer that they had received the magic 3, which they had been using for three years. Recently, the product had been switched to a bd blue label from the green label, and the customer had been extremely dissatisfied with it. He stated that the blue label had less lubricant, and he had to be careful to ensure it was completely coated. He also mentioned that the catheters seemed slightly larger. The caller was unable to see the numbers.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.